Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy and recurring urinary incontinence. The aus was explanted. No further patient complications reported.